Event description:
It was reported that the surgeon experienced some difficulty inserting the liner resulting in the surgery time being delayed greater than 30 minutes. The surgery was successfully completed without any further reported incident.